Manufacturer narrative:
Investigation summary the customer reported an issue of disconnection with bd infusion set of material 2420-0500. This complaint was captured using information provided by health canada¿s medical devices online databases. No photos or samples were provided and without further information, the complaint cannot be verified and the root cause of this failure remains unknown. A device history review could not be completed as no batch number was provided. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Event description:
It was reported that the as lvp 20d dehp 2ss cv disconnected and leaked during use. The following information was provided by the initial reporter: "a1203 ¿ disconnection a050401 fluid leak".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d dehp 2ss cv disconnected and leaked during use. The following information was provided by the initial reporter: "a1203 ¿ disconnection a050401 - fluid leak".